Event description:
It was reported that the patient was hospitalized with sepsis. The source of the infection is unknown. The implantable cardiac defibrillator (ICD) and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead, (B)(6) 2003. D154awg implantable cardioverter defibrillator, (B)(6) 2009. (B)(4).